Event description:
The device was returned for sticky pins that were mostly resolved with cleaning. Upon investigation it was noted the pins had a little drag, albeit not enough to fail a mock infusion that was performed. The device was investigated internally and no additional damage was found. The fva pins were cleaned and all drag resolved.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: to whom it may concern, I have a lvp pump serial# (B)(6) that was reported to me that pump that service needed and flashing lights. I cleaned the av (actuator valve) pins and loading guides. Tested pump no problem found. When reviewing the history log found pump problem on november 19 on 4:25 and 4:22. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.